Event description:
Pt. Had been doing well unitl 3/8/97 when he felt a crunching in his right hip. X-rays revealed a fractured ceramic femoral head. It was felt that urgent revision of this was required in order to prevent excessive scoring of the femoral taper which would not allow simple revision without exchanging the femoral prosthesis. The pt. Underwent surgery on 3/10 findings at that time were a shattered ceramic head in multiple pieces with many small fragments. There was approx. One third of the taper scored considerably.